Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Prior to stage 2 of the revision, plaintiff was diagnosed with a periprosthetic fracture that was treated with competitor cables. This pi is for periprosthetic fracture.